Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia] excessive dose injected using the novopen 5 [incorrect dose administered by device] medication sprayed half a meter high [device delivery system issue] dose memory did not show anything [device information output issue] case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia(hypoglycemia)" with an unspecified onset date, "excessive dose injected using the novopen 5(incorrect dose administered by device)" with an unspecified onset date, "medication sprayed half a meter high(inaccurate delivery by device)" with an unspecified onset date, "dose memory did not show anything(no image display on device)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes", patient height, weight and body mass index were not reported current condition: type 2 diabetes (duration not reported). Concomitant medication: 5mm needle (non-nn product) (non-codable) the customer stated that s/he purchased a novopen 5 online on (B)(6) 2025 and used a 5mm needle (non-nn product). After injecting two units of medication as prescribed by the doctor, the customer experienced hypoglycemia and was hospitalized. The doctor informed the customer that the hypoglycemia was caused by an excessive dose injected using the novopen 5. Subsequently, the customer adjusted the dose to one unit for testing. The customer reported that the medication sprayed half a meter high and the dose memory did not show anything. The customer expressed fear of continuing to use the product and consulted on how to proceed. Following the hotline's troubleshooting, it was found that after the rubber stopper, piston washer, and piston rod were tightly secured, testing with a two-unit dose still resulted in excessive medication spray. The customer mentioned having presbyopia, which was a complication of diabetes. The customer refused to provide further adverse event information. Batch numbers: novopen 5: nvgcf93 action taken to novopen 5 was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "excessive dose injected using the novopen 5(incorrect dose administered by device)" was not reported. The outcome for the event "medication sprayed half a meter high (inaccurate delivery by device)" was not reported. The outcome for the event "dose memory did not show anything (no image display on device)" was not reported. Reporter's causality (novopen 5) - hypoglycemia(hypoglycemia) : unknown excessive dose injected using the novopen 5(incorrect dose administered by device) : unknown medication sprayed half a meter high(inaccurate delivery by device) : unknown dose memory did not show anything(no image display on device) : unknown company's causality (novopen 5) - hypoglycemia(hypoglycemia) : possible excessive dose injected using the novopen 5(incorrect dose administered by device) : possible medication sprayed half a meter high(inaccurate delivery by device) : possible dose memory did not show anything(no image display on device) : possible event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. Preliminary manufacturer comment. 02-oct-2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Investigations are ongoing. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results. Name: novopen 5, batch: nvgcf93. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. The function of the memory display was found to be normal. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It is not unusual that a few set units will result in medication spraying out of the pen when priming it. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. No further information available. Since last submission the case have been updated with the following: malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment. 03-nov-2025: the suspected device novopen 5 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hypoglycaemia. H3 continued: evaluation summary name: novopen 5 , batch: nvgcf93 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. The function of the memory display was found to be normal. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It is not unusual that a few set units will result in medication spraying out of the pen when priming it. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.